Manufacturer narrative:
Failure analysis revealed that the insulin pump alarmed motor error during the basic occlusion test and alarmed during the prime test as a result of a protruded/loose drive support disk. The device was received with scratched screen and cracked reservoir tube lip.

Event description:
The customer reported that the insulin pump alarmed. The blood glucose reading was 73mg/dl. Advised the caller that the device would be replaced and revert to back up plan. No further information was provided.